Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 400 mg/dl range. The customer changed all of the supplies on the pump and a correction bolus was delivered to address the high bg level. The customer did not know what the cause of the high bg was.